Manufacturer narrative:
Product analysis: there was deformation to the stent wraps with struts bunched and raised. Crimp impressions were visible on the proximal balloon surface. The distal tip was slightly pinched. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent during a procedure to treat a moderately calcified lesion in a moderately tortuous rca. No damage was noted to the packaging of the device. There were no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used. The device did not pass through a previously-deployed stent. It was reported that the stent was deformed in vivo and fractured during positioning/advancement. The damage was noted after the device was removed from the patient. No attempt was made to deploy the stent after the damage was noted. The physician used a 3.0 x 26mm resolute onyx to complete the procedure. Patient status post procedure is described as alive with no injury. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.